Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since (B)(6) 2020, the patient noticed their ins charge was depleting faster than before. No symptoms were reported. They explained that they recharge the ins to full / 100%, and usually the ins charge level is at 50% charge in the morning, but for the past 3 days the ins charge was at 30%. The patient confirmed that the ins had been at 3.8 volts and they hadn't made any changes to their settings; nothing was different than before (B)(6) . Patient services reviewed that it appeared the equipment was working as expected and therefore the concern would be the ins, so they should continue to monitor this issue and they were redirected to see their doctor. No further complications were reported or anticipated.